Event description:
It was reported that the power plug was damaged on the laser system. An x-ray tech was connecting the power cord to the laser system and got shocked when pushing in the plug. No medical attention was required for the x-ray tech, but he did receive a small burn mark on his fingers. There are exposed wires on the power cord and the laser system will not be used for the case. The patient was treated by other means.

Manufacturer narrative:
Laser evaluation report: upon arrival, damage to the power cable connection cord connecting to the back of the unit was confirmed. The plastic housing had exposing wires. The fse replaced the power cable, power connector receptacle, and the anchor connection spring that secures the power cord.